Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed mixing pump. The arctic sun 5000 was evaluated upon receipt. During the evaluation by the biomed, it was found that the mixing pump was found to have failed for the first occurrence of the calibration error 80. Decontamination notes stated that the unit did not cool. Mixing pump was replaced by the biomed. During servicing, it was found that the pumps were working appropriately. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complete initial reporter facility name is (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that failed the calibration for an error 8 (patient temperature 1 high), expected value was 6, actual value was 26, chiller temperature (t4) was 25 degrees and had no water in the chiller, explained this was indicative of a failed mixing pump, they would order the mixing pump and replace it themselves. It was reported that the biomed had the arctic sun device with error 80. Sn # (B)(6). Per wo update on (B)(6)2025, it was reported that the biomed replaced the mixing pump and the device failed calibration for an error 80 again, expect value was 6, actual value was 27. The device was filled and took 3.5 liters of water but was not cooling coming in for assessment of the chiller. Per sample evaluation results received via task on (B)(6)2025, it was reported that the failed chiller contributed to calibration issue and tank seals degraded.